Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that outside of surgery, the unit had erratic rpms and the swivel and motor were worn. There was no patient impact as it was outside of surgery. Due diligence is complete and there is no additional information available.